Event description:
The device was used during a femoral popliteal bypass. Reportedly, the suture broke. The surgeon performed a re-operation in 1999 and applied another suture to correct the condition. The hosp has reported the pt's condition is satisfactory.